Event description:
A malfunction code, identified as malf 0, was reported by the customer. There was no reported impact to the customer's blood glucose level. Customer technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if any malfunction code reappeared, which the customer acknowledged and understood.